Event description:
Philips received a complaint by the customer on the v60 indicating that the light crystal display (lcd) was dim. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the lcd was dim. The customer stated the lcd was dim during preventative maintenance (pm) even with the brightest setting selected. The customer requested part numbers to correct the issue. The remote service engineer (rse) advised the customer that a 2nd generation lcd will need to be installed to correct the issue. The rse also advised the customer that the customer can replace or rebuild the user interface (ui) assembly with individual parts. The rse provided the customer with the part numbers of the 2nd generation lcd and ui assembly. At a later time, the customer called back and requested assistance with the ui printed circuit board assembly (pcba) to lcd cable. The reported issue was confirmed to be resolved after the replacement of the ui pcba to lcd cable. The customer replaced the ui pcba to lcd cable to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.